Event description:
It was reported that this patient experienced cardiac arrest. During this event, this right ventricular (rv) lead exhibited under-sensing. No further information was provided. No additional adverse patient effects were reported. Evidence suggests that this lead remains in service.